Manufacturer narrative:
Manufacturing investigation evaluation: the returned drill bit is broken as complained. The manufacturing documents were reviewed with no complaint related issues found. With (B)(4), the correct material was used. The hardness was between (B)(4) hrc, which is within the specifications. The measured dimensions of the shaft also documents that this device was manufactured according to the specifications. No manufacturing related issue could be identified. Based on the provided information, the exact cause of this occurrence cannot be determined. Long term in use under hard conditions may have led to the damages / breakages. No product fault could be identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 4 of 4 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Reporting facility phone number is (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a routine instrument inspection on (B)(6) 2016, the following instruments were discovered to have been broken: screwdriver, fixation bolt, insertion sleeve, and drill bit. A description of the damage was not provided. It is unknown when the breakages occurred but there was no report of patient or surgical involvement. This report is 4 of 4 for (B)(4).